Event description:
Customer reported that the screen of their pump was broken, rendering the touch screen non-functional and unreadable. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.